Event description:
A baxter engineer found depleted batteries in a pump during product evaluation. It is unknown when this occurred or if there was any patient injury or medical intervention necessary according to the hospital representative.